Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve in a pre-existing edwards surgical valve, while deploying the s3ur valve, the distal portion of the commander delivery system balloon burst due to contact with valve stent struts per team. The team then decided to remove the delivery system along with the sheath together due to the flowering of the balloon not being able to be pulled completely into the sheath. The team successfully removed the delivery system and sheath together. The team then introduced an 18 fr gore dry seal and ballooned the 26mm sapien 3 ultra resilia with a 26mm true balloon. This was a successful procedure with stable patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for balloon burst were unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. A review of the DHR and lot history was unable to be performed as the device work order information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the distal portion of the commander delivery system balloon burst due to contact with valve stent struts per team.'' During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely manufacturing nonconformance could have contributed to the complaint event. In this case, it is most likely that the interaction between the balloon with a pre-existing bioprosthesis may have compromised the balloon wall during inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, pre-existing stent can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (pre-existing stent) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.